Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident to receiving dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated amikacin (125mg, ip, frequency not reported, for 14 days). On (B)(6) 2012, the patient was treated with vancomycin (2gm, ip, frequency 1st day and 7th day). The patient was not hospitalized. At the time of this report, dianeal pd2 ultrabag therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the peritonitis was no device malfunction or use error identified.